Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During a percutaneous transluminal angioplasty (pta), it was reported that a powerflex pro 6x4 pta dilatation catheter was inserted into a narrowed fistula. During inflation to rbp with an unknown indeflator, the balloon burst and was removed from the patient¿s body. Another unknown balloon was taken (high pressure balloon) and the procedure carried on as planned. The patient is in stable condition.

Manufacturer narrative:
Additional information received indicated that there was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. It is unknown the contrast media used. The contrast to saline ratio was approximately 50/50. An inflator- bsc, syringe was used. The indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was moderate difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon did rupture during its initial inflation. The balloon had been inflated once and the balloon had been inserted into the patient once. The balloon was removed from the patient intact. There was no patient injury. Section of this supplemental report has been updated. Complaint conclusion: during a percutaneous transluminal angioplasty (pta), a powerflex pro 6x4 pta dilatation catheter burst during initial inflation. There was no patient injury reported. The target lesion was a narrowed fistula. During inflation to rbp with an unknown indeflator, the balloon burst and was removed from the patient¿s body. Another unknown balloon was taken (high pressure balloon) and the procedure carried on as planned. The patient is in stable condition. Additional information received indicated that there was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. It is unknown the contrast media used. The contrast to saline ratio was approximately 50/50. An inflator ¿bsc syringe¿ was used. The indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was moderate difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon had been inflated once and the balloon had been inserted into the patient once. The balloon was removed from the patient intact. There was no patient injury. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis, the reported balloon burst could not be confirmed and the exact cause could not be determined. Based on the information available for review, vessel characteristics (narrowed fistula) and procedural factors (difficulty advancing to the lesion) may have contributed to the difficulty experienced by the customer. Neither the information available for review, nor the DHR suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.